Event description:
Customer reported that when he used the resampling function of omnipro accept 7.4a for the scans without reference chamber the resampled x- and y- curves are mirrored.

Manufacturer narrative:
First eval of the complaint lead to an acceptable risk level where no additional measures were needed but iba decided to further investigate with expert review from r and d department. Second eval with r and d was leading to a new risk classification different from the initial assumption as done when receiving the complaint. New eval of the complaint showed that reported problem could lead to a serious injury if it would not be identified, especially when a treatment planning system (tps) with dynamic wedges is commissioned. The treatment panning system would calculate wrong dose due to possible mirrored data, measured with omnipro accept 7.4a. There is a remote probability that the physicist would not recognize the commissioning failure. Internal detailed root cause analysis was finalized in (B)(4) 2013. Root cause of the problem is a failure in the software. The resampling method, executed for the scaled data measured without reference, could determine and use the wrong orientation to copy the interpolated values to the result buffer. This is depending on the water phantom orientation and the scanning direction. Reported malfunction of the medical device is a reproducible failure in the software. New software release is planned for (B)(4) 2013.